Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received one used 2227 drain, attached to trocar. The trocar is bent, and its tip is broken about 5 cm from the tip; the broken piece is also received. Upon visual inspection, we observed damaged areas on the broken tip. It makes impression that, possibly, forceps were used on broken tip of this trocar. The drain could break following excessive force applied by the user.

Manufacturer narrative:
Product complaint # (B)(4). No device return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a nucleotomy on (B)(6) 2019 and a drain was used. The drain was being bent with hands before use and it was broken. Another package was used for the patient. Further details are not provided. There were no adverse consequences to the patient.